Event description:
The complainant has reported that a pt (age and gender unk) underwent therapeutic placement of an esophageal stent. The clinician felt resistance when attempting to deploy the stent. The stent deployment suture broke. The device was removed with the delivery system as a unit. The clinician was unable to place another of the same device due to restriction. The pt did sustain some bleeding in the throat as a result of the deployment issue. There was no follow-up with regard to the bleeding as the physician felt that the bleeding would resolve on its own. There is no further information available regarding this event at this time. Should additional info become available, a supplemental medwatch report will be filed.